Manufacturer narrative:
A1 - a4: patient information requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console alarmed, and the motor disconnected. The motor stopped running while on patient. No issues were reported regarding patient. Requested customer send patient information. The centrimag console and motor appeared to be functioning properly without issues. The centrimag console and motor would be returned for a full functional checkout.

Manufacturer narrative:
This event was as determined to be supplemental information to MFR # 3003306248-2024-04377.